Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the (B)(4) department with an unsigned note that stated, "did not complete infusion." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.